Event description:
During an acl repair (right knee) the biorci screw and guidewire broke leaving 2-3 mm of the screw in the femoral tunnel. There was a minimal surgical delay reported. A back-up screw was used to complete teh procedure. There was no further procedural complications or injury to the pt reported.